Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: device evaluation: the device has been returned and evaluated by product analysis on 08/22/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed unusual fluctuation of voltage. The battery cap was not returned with the pump; a test cap was able to fully secure onto the pump. The current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the battery compartment was observed to be cracked with evidence of moisture inside. The leak test failed due to a battery compartment leak. Also unrelated, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.